Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031, information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana , 47402-4195. Importer site establishment registration number: 3005580113. Additional information received: 1. Was the directional button fully engaged? Yes. 2. Did the red cursor move when the trigger was pressed? No. 3. Were any sounds heard from the handle? No. 4. Was the stent deployed (either fully or partially) from the device? Not at all 5. Were any additional procedures needed? Procedure finished with another stent device. 6. What is the patient outcome -were there any adverse effects -did they require any additional procedures? No. 7. How was the procedure finished? Procedure finished with other stent device. Pre-existing conditions: ca pancreas device evaluation: upon review of the returned device, there was a kink on the flexor. Broken nitinol wire at the distal crown of stent was observed. Kink located 1314mm from distal tip of flexor. Heavy resistance felt when deploying due to kink. Flexor was then held straight, stent was able to be re-captured multiple times and deployed fully. Deployment and re-capture was able to be carried out with flexor in normal position. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the lab evaluation, the most likely root cause of this event was that tortuous anatomy created greater resistance when actuating the device causing the sheath tubing to kink. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1334331 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1334331; upon review of complaints this failure mode has not occurred previously with this lot # c1334331. IFU review: the instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. There was a kink on the flexor. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device was evaluated on the (B)(6) confirming the flexor was kinked. This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched/ compressed" and "stent fracture" metal stent unable to deploy ( not opened up).

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was evaluated on the 05-sep confirming the flexor was kinked. This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched/ compressed". Metal stent unable to deploy (not opened up).